Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (with original packaging), used silicone foley. Visual inspection of the sample noted no defects were present. Using the (in-house) syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) and inflated properly with no leaks present. With the (in-house) syringe attached the balloon passively deflate the solution within 0min 56seconds.the reported failure could not be replicated. No root cause could be found because the reported event was unconfirmed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. As the reported event is unconfirmed, a labeling review is not required. Correction: d, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer had issues with 2 of the same lot numbered temperature sensing foley catheters. The first was leaking or spraying water. The second was undetermined as they could not find a source of leak. How they knew something was wrong with the catheter was when the nurse went to check on the patient they noticed the foley was completely out laying in the patient¿s bed and the ballon was deflated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer had issues with 2 of the same lot numbered temperature sensing foley catheters. The first was leaking or spraying water. The second was undetermined as they could not find a source of leak. How they knew something was wrong with the catheter was when the nurse went to check on the patient they noticed the foley was completely out laying in the patient's bed and the balloon was deflated.